Event description:
The account alleged the head end brake casters swivel while in brake mode. No pt impact.

Manufacturer narrative:
The technician found a broken brake rod and worn swivel locks on the brake casters. The technician replaced the brake casters and installed a brake steer upgrade kit to resolve the issue.